Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 31st october 2014 and the device performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The device records several self-test fails after this date due to a real time clock error. On receipt the pad clock failed to increment and a nonsensical date and time were displayed. This would confirm the real time clock error shown in the history log. A test pad-pak was inserted and the device was manually power cycled, however no status led was visible. The device powered off with a warning device service required, again no status led flashed. This confirms the reported fault. A test shock was delivered without fault and an acceptable measurement was recorded. No status led flashed throughout. Upon visual inspection the coin cell battery on the printed circuit board was found to be partially detached, with one leg broken away from the main body of the battery. Investigation found the reported fault can be attributed to a partially detached coin cell resulting in real time clock failure. The coin cell may have become detached by an impact to the device.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required.